Event description:
The customer reported seeing unusual interference in their 12 lead ECG waveform. There was no report of pt impact and no delay in treatment or diagnosis.

Manufacturer narrative:
The customer reported seeing unusual interference in their 12 lead ECG waveform. There was no report of pt impact and no delay in treatment or diagnosis. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.